Manufacturer narrative:
Of the 49 allegations of a malfunction, 40 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to lines through the display. During investigation for unrelated allegations, there were 5 additional line through display failures revealed during product investigation 4 had lines through the display and 1 had contamination on the display flex.

Event description:
This report summarizes <noe> 49</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 15 were male, 34 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 1 pump was returned and investigated. There was 1 instance of a line through display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #1 06/16/2016: of the 49 allegations of a malfunction, 40 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to lines through the display. During investigation for unrelated allegations, there were 5 additional line through display failures revealed during product investigation 4 had lines through the display and 1 had contamination on the display flex. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 49 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-77 years of age and between 36 and 204 pounds. Of the reported patients, 15 were male, 34 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #4 07/28/2017 device evaluation: in q2 2017, there was 1 instances of a line through the display screen failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation:in quarter 3 of 2018, there were 1 instances of line through display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.